Manufacturer narrative:
Per the reported event, the device was deployed in the brachial artery which is contrary to the indications of use in the instructions for use. As the device has not been indicated for use in the brachial veins or arteries, this use is off label. This is due to the insufficient tissue tract in the brachial veins and arteries, as well as a smaller vessel diameter. Conclusion: the device was used improperly and required surgery to remove collagen plug.

Event description:
The doctor attempted to gain access through the brachial vein, but access the brachial artery instead. At this point, doctor left the sheath in the brachial artery and completed the procedure through a subsequent femoral access site. When the procedure was complete, the doctor successfully closed the femoral access site with a vascade 6/7f device. The doctor then closed the brachial artery access with a 2nd vascade 6/7f device. It should be noted that this is off label use. Within minutes of the deployment of the collagen and removal of the device in the brachial access site, the patient complained of arm pain, hand numbness, and lost pulse. Patient went to surgery to have collagen plug removed. No further injury or complications noted.